Event description:
After starting an infusion of ivf and zantac, the IV set broke at the upper smarsite port and at the male luer. Leaking did occur and the set was changed out. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and an evaluation is pending. A follow up report will be submitted once the evaluation has been completed.